Event description:
It was reported that customer received a button error alarm and was not able to clear by pressing esc and act. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.